Manufacturer narrative:
The referenced scope was returned to olympus. The evaluation confirmed the customer¿s reported issue the bending section cover was broken causing a leak. Additionally, the bending section cover glue was found damaged (cracked/peeling), the insertion tube has deformation (collapsed/kinked, dent, scratched, cut, wrinkled), the video cable is damaged (crushed, kinked, etc.), and the control knob movements have abnormal noise when turning. Also, there are scratches on the control body, the light guide connector, video connector and video connector case. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer¿s cysto-nephro videoscope¿s ¿curved rubber tip ruptured, and the internal metal was exposed. The planned case was carried out with a different scope and completed. No death or injury was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Since there are no traces of significant scratches on the a-rubber (bending section cover) and there are no traces that have led to clear damage, the cause of this event could not be determined. Olympus will continue to monitor field performance for this device.